Manufacturer narrative:
(B)(4) has been updated to (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) indicated on (B)(6) 2018 the catheter was simply repositioned. The physician moved it to the right side of the column to get better pain coverage on the right side. The pump was working well and there as nothing happening in the log that indicated the pump was not functioning correctly. No further complications were reported/anticipated or expected.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, lot/serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter, ubd: 20-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain. The rep was contacted by the hcp about a plan to replace the catheter on (B)(6) 2018. This was all the information the rep had at the time of the call. Further information was not provided. No further complications were reported/anticipated or expected.